Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 19mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.